Event description:
A report was received that a patient was explanted due to an infection at the pocket site. The physician was not convinced that the patient had an infection but placed the patient on preventative antibiotics just incase. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.